Event description:
The customer obtained imprecise ammonia results on a single level of quality control fluid (118.7, 94.1, 228.4 umol/l), when compared to the expected value (195.5 umol/l). The imprecise quality control results were obtained using vitros amon slides on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer indicated that patient results were not affected and there were no reported allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that imprecise amon quality control results were obtained while using the vitros 5600 analyzer. The root cause of the imprecise amon results is user error, as the laboratory floor was cleaned with an ammonia-based cleaner. Per vdocs (on-board user documentation), in the section "how to clean the system" states: cleaning solutions: do not use any solvents or cleaning solutions on the equipment other than distilled or deionized water. Never use ammonia cleaners on or near the system. Warning: sodium hypochlorite solution, bleach, ammonia, any ammonia-containing compound, and any other oxidizing agents will corrode unprotected metal parts and may cause erroneous results. An ocd field engineer replaced the evaporation caps and decontaminated the microslide incubator subsystem. Post service performance testing verified that the equipment was returned to expected operation.